Event description:
A customer reported that the insulin gauge on their pump displayed an amount different from what was expected. There was no adverse impact to the customer¿s blood glucose level. The customer confirmed that all necessary steps to maintain the pump were followed, including proper cartridge management, and received assistance in reloading the cartridge. The customer declined additional testing and opted to monitor the situation, planning to follow up if further issues arose.